Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 28-june-2024, it was reported that patient faced three infusions sets leakage one after the other. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country : the united kingdom.